Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow buttons were intermittently unresponsive and the contrast button was unresponsive for several months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and cleaned it with a damp q-tip. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the down, up, and contrast buttons were found to be unresponsive and contamination was found under all keypad buttons. It was also noted that the keypad buttons lacked exceptional spring back or click. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.